Event description:
A surgeon reported that the system shut down and could not be restarted during a procedure. The light source from another system was used to complete the case without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).